Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump would not inflate or deflate while in the patient's body and operated normally when explanted. The device was replaced. Additional information received indicated it was suspected that the tubing was kinked in the corporal body. It inflated and deflated once it was dissected from the corpora.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. Titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned component revealed abrasion on all pump tubes and exhaust tube of cylinder 2. No functional abnormalities were noted with the pump or either cylinder. The information received indicated the device would not inflate or deflate while implanted, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.